Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the cgm readings were mostly in range readings of (B)(6) or less and the patient was not feeling well. It was also reported that cgm readings were differing by approximately 800 points off. The patient's mother took a bg reading which read high, and then drove the patient to the hospital at 6:00 am. The patient's dexcom reading was (B)(6) at the time. He was experiencing vomiting and an elevated heart rate. Emergency room (ER) performed laboratory work at 7:12 am and his blood glucose was 1(B)(6), at which the patient was then diagnosed with diabetic ketoacidosis (dka). At the patient's arrival to the ER, his dexcom g7 and omnipod was removed due to possible malfunctions. The patient does not remember what medication he was given, other than insulin. He was hospitalized for 2 days and discharged on (B)(6) 2026. At the time of the report the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. It was reported that there was a difference in readings of 800 points off. The reported glucose values fall within the c zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.